Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. The loss of negative pressure wound therapy due to an inoperative or 'stopped' pump will not directly cause or contribute to serious injury or death as the pico dressing can revert to managing the wound as a standard multilayer dressing. No risk to patient safety is anticipated. This event is considered not reportable pursuant to 21 cfr part 803.

Event description:
It was reported that, during npwt with pico 7 on last friday ((B)(6) 2021) after 4th and 5th vertebrae were fused together. The patient stated that the device stopped working on day 5 and even if she tried to put the new batteries twice, all lights temporarily illuminate (solid) and in a few seconds, the device would shut off. The patient stated that the device has never been never dropped or wet. She confirmed there are no cracks in the device or visible tears along the tubing and that the tube connectors are securely attached and nothing appears loose. The nurse discussed the clinical guideline with the patient. It was unknown how the treatment was completed. No other complications were reported. No further information is available.